Manufacturer narrative:
Device not returned. Sent sds's and an explanation of decontamination process. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported burning in their chest. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.